Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported insertion tube expelled along with the pessary. She was able to manually remove the pessary. Consumer went to the hospital and doctor confirmed no foreign material found after performing vaginal exam.